Manufacturer narrative:
Correction is being made to previously submitted e3 ¿ occupation and g4 - PMA/510(k) #. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the ceramic head. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ceramic head of the instrument came off. This occurred outside of a procedure, and there was no report of patient/user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide update to h4 and correction to d2a; d4; g4

Event description:
No additional information received from the customer